Event description:
It was reported that a remote monitoring transmission indicated that the battery voltage measurement was "not available." A second transmission the following day showed a voltage of 2.97 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419678 implantable pacing lead, (B)(6) 2011; 5076-45 implantable pacing lead, (B)(6) 2011. (B)(4).